Event description:
It was reported the device displayed error code 1660. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned sample confirmed that the device, labels, and tamper seals were all intact upon receipt. Errors were found the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. The root cause of the reported problem could not be determined. Replacement of the defective microprocessor unit board is recommended. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: (B)(4) d4: correction: catalog number: 6400, d5 and e4: correction: unknown, no information was received.

Manufacturer narrative:
Other, other text: additional information was received indicating the event did not occur while in use with a patient.